Manufacturer narrative:
The DHR was reviewed and no issues were noted that were considered potentially related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported by the rep that during a blood test occlusion procedure while flushing through the prowler plus 150/20cm dual mrk catheter (6062510x/16038290) the catheter wall "ruptured" and failed. No harm to patient. Product was removed and replaced with similar product (details unknown). One device will be returned. A non-sterile prowler plus 150/20cm dual mrk micro-catheter was received coiled inside of a plastic bag. The body of the device was inspected and compressed/kinked sections were noted on it. Additionally a burst condition was noted on the body of the device. The micro-catheter was inspected under microscope and the following was found: compressed/kinked sections were noted on the body of the received micro-catheter as well as a burst and residues of dry saline solution can be observed on the received device. The ID and od from the micro-catheter were measured and were found within specification. The received micro-catheter was flushed using a lab sample syringe (nipro), and was observed that the water begins to come out from the burst found on the received device {the water could not reach the end of the micro-catheter (distal tip)}. After that a guide wire .018¿¿ lab sample was inserted in the device but it was stuck at 123cm from the proximal end of hub. The received micro-catheter was cut at 126.5cm from the proximal en of hub. A lab sample guide wire .018¿ was inserted inside of the device and it was advance through of the micro catheter; resistance was felt and additional force was applied and residues of dry saline solution were expulsed from the cut section. Approximately 4cm of residues of dry saline solution were expulsed from the cut section. After that the lab sample guide wire .018¿ was inserted again from the distal end of the micro-catheter and it was stuck at 5cm. The distal section of the device was cut at 10cm from the distal end and residues of dry saline solution can be observed inside of the device. No issues were noted that were considered potentially related to the reported complaint. The failure reported by the customer as ¿catheter (body/shaft) ¿ burst¿ was confirmed during the visual analysis. However; the cause of the burst found on the body of the device, appears was due to the dry saline solution found inside of it, also is unknown the amount of pressure that applied on the device. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages from leaving the facility; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Cc updated based on additional information/correction from affiliate (the procedure was a balloon test occlusion, not a blood test occlusion): it was reported by the rep that during a balloon test occlusion procedure while flushing through the prowler plus 150/20cm dual mrk catheter (6062510x/16038290) the catheter wall "ruptured" and failed. No harm to patient. Product was removed and replaced with similar product (details unknown). One device will be returned. A non-sterile prowler plus 150/20cm dual mrk micro-catheter was received coiled inside of a plastic bag. The body of the device was inspected and compressed/kinked sections were noted on it. Additionally a burst condition was noted on the body of the device. The micro-catheter was inspected under microscope and the following was found: compressed/kinked sections were noted on the body of the received micro-catheter as well as a burst and residues of dry saline solution can be observed on the received device. The ID and od from the micro-catheter were measured and were found within specification. The received micro-catheter was flushed using a lab sample syringe (nipro), and was observed that the water begins to come out from the burst found on the received device {the water could not reach the end of the micro-catheter (distal tip)}. After that a guide wire .018¿¿ lab sample was inserted in the device but it was stuck at 123cm from the proximal end of hub. The received micro-catheter was cut at 126.5cm from the proximal en of hub. A lab sample guide wire .018¿ was inserted inside of the device and it was advance through of the micro catheter; resistance was felt and additional force was applied and residues of dry saline solution were expulsed from the cut section. Approximately 4cm of residues of dry saline solution were expulsed from the cut section. After that the lab sample guide wire .018¿ was inserted again from the distal end of the micro-catheter and it was stuck at 5cm. The distal section of the device was cut at 10cm from the distal end and residues of dry saline solution can be observed inside of the device. No issues were noted that were considered potentially related to the reported complaint. The failure reported by the customer as ¿catheter (body/shaft) ¿ burst¿ was confirmed during the visual analysis. However; the cause of the burst found on the body of the device, appears was due to the dry saline solution found inside of it, also is unknown the amount of pressure that applied on the device. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages from leaving the facility; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: similar microcatheter (details unknown).

Event description:
It was reported by the rep that during a blood test occlusion procedure while flushing through the prowler plus 150/20cm dual mrk catheter (6062510x/16038290) the catheter wall "ruptured" and failed. No harm to patient. Product was removed and replaced with similar product (details unknown). One device will be returned.